Event description:
Healthcare professional reported "axillary lymph nodes with preserved signal intensity, some on level I to the left with cortical thickening, stable". Patient later reported "pain and breast deformity." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6.

Event description:
Patient reported "left breast implant retroglandular. Presence of parallel hyposignal lines (linguine sign) inside the implant, suggesting intracapsular rupture. Axillary lymph nodes with preserved signal intensity, some on level I to the left with cortical thickening, stable". Patient later reported "pain and breast deformity" and ¿identified the scar capsule around the prosthesis in the left breast. I dissected the capsule in order to remove it completely, unfortunately, due to the intense fibrosis reaction, I ended up breaking the fibrotic capsule, finding silicone gel outside the prosthesis capsule. After the removal of the fibrotic capsule, I noticed an intense adherence to the prosthesis capsule, which was no longer integrated.¿ device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side ¿presence of parallel hyposignal lines (linguine sign) inside the implant, suggesting intracapsular rupture.¿ device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.